Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned. However, during the deployment sequence, the lock line became stuck after being retracted approximately 12-14 inches. Therefore, tension was applied, the grippers were raised, and the clip was unlocked to be removed. However, when the clip was inverted, the clip did not close. The clip was then reset, and the clip was able to be closed. The clip was safely removed, and the procedure continued with a new cds. One clip was implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis did not confirm reported clip close difficulty issue. Additionally, it confirmed reported lock line inability. Furthermore, knots on lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficulty removing lock line appears to be due to the observed knots. A cause for the observed knotted lock line and clip close difficulty could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.